Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that tampon strings pulled out. This happened three times while using two different packages. Manual removal was successful each time.